Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in several episodes. Reportedly, the device recorded a normal subcutaneous ECG, however, it now records right bundle branch block with wide qrs, resulting in the inappropriate shocks. The clinic attempted to re-run the auto set-up and it fails as the r-waves are small. Technical services (ts) discussed programming options to prevent therapy delivery during oversensing and advised to address device sensing with a new template. Additional information received indicates the device was programmed from primary to alternate vector and the patient has developed bundle branch block. The physician is now considering repositioning the s-ICD system and use the intramuscular technique for placement. Ts discussed the recorded episodes show history of small r-waves in both primary and alternate vectors that could be caused by the s-ICD current location. Subsequently, the s-ICD system was revised, and the physician decided to explant and replace both the s-ICD device and the electrode. Another s-ICD system was implanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. No suspicious error or resets were observed. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in several episodes. Reportedly, the device recorded a normal subcutaneous ECG, however, it now records right bundle branch block with wide qrs, resulting in the inappropriate shocks. The clinic attempted to re-run the auto set-up and it fails as the r-waves are small. Technical services (ts) discussed programming options to prevent therapy delivery during oversensing and advised to address device sensing with a new template. Additional information received indicates the device was programmed from primary to alternate vector and the patient has developed bundle branch block. The physician is now considering repositioning the s-ICD system and use the intramuscular technique for placement. Ts discussed the recorded episodes show history of small r-waves in both primary and alternate vectors that could be caused by the s-ICD current location. Subsequently, the s-ICD system was revised, and the physician decided to explant and replace both the s-ICD device and the electrode. Another s-ICD system was implanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in several episodes. Reportedly, the device recorded a normal subcutaneous ECG, however, it now records right bundle branch block with wide qrs, resulting in the inappropriate shocks. The clinic attempted to re-run the auto set-up and it fails as the r-waves are small. Technical services (ts) discussed programming options to prevent therapy delivery during oversensing and advised to address device sensing with a new template. The s-ICD system remains in service. No additional adverse patient effects were reported.